Event description:
It was reported, that the customer experienced a blood glucose (bg) level of 455-high mg/dl. The cause of elevated bg was unknown. The customer gave himself 3 x 8 units of novorapid with insulin pen, prior going the emergency room. And was subsequently, hospitalized due to diabetic ketoacidosis. Bg was treated with glucagon. Reportedly, the customer was released on (B)(6) 2024. With the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation is performed. H3 other text: device not returned.